Manufacturer narrative:
The analysis of the lead demonstrated a rubbed through insulation in the area of the tricuspid valve. In this section the conductor cable to the rv shock coil was found fractured. These findings can be considered as the root cause for the observed issues as mentioned in the complaint description. Further analysis showed, that the fixation sleeve had shifted sometime while the lead was implanted. The shift is about 1 cm from the original position of the suture sleeve. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. This assumption is consistent with the observed shift of the fixation sleeve. The cuttings of the insulation occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 34 months it was reported that the shock impedance was noted via home monitoring to be out range (>150 ohm). No adverse patient side effects were reported. The lead was explanted. The date of implant was provided.